Event description:
It was reported that the newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) patient received three shocks due to what appeared to be sensing of entrapped air. Technical services discussed palpating around the implant site to displace air and leaving therapy off for a week or two. The s-ICD remains in service and no adverse patient effects were reported.